Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to the customer's pump settings being set incorrectly, the customer experienced blood glucose (bg) levels ranging from 54-359 (mg/dl). Reportedly, the pump settings had not been accurately entered when added from a previously used pump. Reportedly, the customer consulted with health care provider for adjusting the pump settings.